Event description:
It was reported that this pacemaker and right atrial (ra) lead triggered a lead safety switch to unipolar configuration due to high out of range pacing impedances greater than 3000 ohms that were oversensed by the minute ventilation (mv) sensor and triggered a signal artifact monitor episode that disabled the mv sensor. The patient was brought into the clinic as it was noted that the patient could feel the loss of the mv feature, and noise was able to be reproduced in bipolar with isometrics, so technical services recommended enabling accelerometer and determining next steps regarding the eleven year old atrial lead. The system remains in-service at this time. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker and right atrial (ra) lead triggered a lead safety switch to unipolar configuration due to high out of range pacing impedances greater than 3000 ohms that were oversensed by the minute ventilation (mv) sensor and triggered a signal artifact monitor episode that disabled the mv sensor. The patient was brought into the clinic as it was noted that the patient could feel the loss of the mv feature, and noise was able to be reproduced in bipolar with isometrics, so technical services recommended enabling accelerometer and determining next steps regarding the eleven year old atrial lead. The system remains in-service at this time. No additional adverse patient effects were reported. Updated information suggested device had been changed out prior to the lead safety switch. Model and serial number were updated.

Manufacturer narrative:
3191 code was used to denote surgical intervention.

Event description:
It was reported that this pacemaker and right atrial (ra) lead triggered a lead safety switch to unipolar configuration due to high out of range pacing impedances greater than 3000 ohms that were oversensed by the minute ventilation (mv) sensor and triggered a signal artifact monitor episode that disabled the mv sensor. The patient was brought into the clinic as it was noted that the patient could feel the loss of the mv feature, and noise was able to be reproduced in bipolar with isometrics, so technical services recommended enabling accelerometer and determining next steps regarding the eleven year old atrial lead. The system remains in-service at this time. No additional adverse patient effects were reported. Updated information suggested device had been changed out prior to the lead safety switch. Model and serial number were updated. Additional information was received that this pacemaker was explanted and replaced due to lead to header insertion issues that likely lead to the report of high out-of-range impedances shortly after implant. The lead remains in-service. No additional adverse patient effects were reported.